Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason and was doing well postoperatively. The explanted device was discarded and will not be returned. Additional information was received that the ipg was explanted due to device no longer working as intended.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason and was doing well postoperatively. The explanted device was discarded and will not be returned.